Event description:
Contact reported that a pt had surgery in 2005. The patient complained of severe back pain and was back in the o.r. 2005. It was found that the rod had slipped out of the pedicle screw at s1. The surgeon believed that onesetscrew at s1 was stripped and replaced only the setscrew. The same patient was back in o.r. 3 days later with same complaint. This time another surgeon performed a revision, this time replacing the s1 pedicie screw and all 4 set screws on the left side. The pt is now reported to be doing fine. As surgical intervention occurred twice two MDR's are being filed to document this event. See also 1526439-2005-00175